Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer was being used during a rotator cuff repair procedure on (B)(6)2022 when ¿the needle in the smi-02ap broke during surgery. It stayed stuck in the device.¿ it was reported that the surgery was delayed for 2 minutes and that an alternate smi-02ap device was used to complete the procedure. Further assessment found the needle that was used was the smi-02n and the lot number could not be provided as the package has been disposed of. The needle did break during surgery however it did not fall into the surgical site. The needle was described as getting stuck in the spectrum and not being able to go back in, as approximately 2-3 cm fell off it when it was being pulled on, but this was reported as occurring outside of the patient. The suture passer also broke during surgery but did not fall into surgical site as well. The term ¿broke¿ for the suture passes was further defined as "the suture passer jaw would just not close back". The patient was not injured, there was no medical/surgical intervention or extended hospitalization required for the patient. Patient was said to be "happy from his surgery". This is report is being filled against the smi-02n needle and the following will be listed as a concomitant device, smi-02ap, spectrum autopass suture passer. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer was being used during a rotator cuff repair procedure on (B)(6) 2022 when ¿the needle in the smi-02ap broke during surgery. It stayed stuck in the device.¿ it was reported that the surgery was delayed for 2 minutes and that an alternate smi-02ap device was used to complete the procedure. Further assessment found the needle that was used was the smi-02n and the lot number could not be provided as the package has been disposed of. The needle did break during surgery however it did not fall into the surgical site. The needle was described as getting stuck in the spectrum and not being able to go back in, as approximately 2-3 cm fell off it when it was being pulled on, but this was reported as occurring outside of the patient. The suture passer also broke during surgery but did not fall into surgical site as well. The term ¿broke¿ for the suture passes was further defined as "the suture passer jaw would just not close back". The patient was not injured, there was no medical/surgical intervention or extended hospitalization required for the patient. Patient was said to be "happy from his surgery". This is report is being filled against the smi-02n needle and the following will be listed as a concomitant device, smi-02ap, spectrum autopass suture passer. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. A device history record review could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 43,830 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. The IFU also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer was being used during a rotator cuff repair procedure on (B)(6) 22 when ¿the needle in the smi-02ap broke during surgery. It stayed stuck in the device.¿ it was reported that the surgery was delayed for 2 minutes and that an alternate smi-02ap device was used to complete the procedure. Further assessment found the needle that was used was the smi-02n and the lot number could not be provided as the package has been disposed of. The needle did break during surgery; however, it did not fall into the surgical site. The needle was described as getting stuck in the spectrum and not being able to go back in, as approximately 2-3 cm fell off it when it was being pulled on, but this was reported as occurring outside of the patient. The suture passer also broke during surgery but did not fall into surgical site as well. The term ¿broke¿ for the suture passer was further defined as "the suture passer jaw would just not close back". The patient was not injured, there was no medical/surgical intervention or extended hospitalization required for the patient. Patient was said to be "happy from his surgery". This report is being filed against the smi-02n needle and the following will be listed as a concomitant device, smi-02ap, spectrum autopass suture passer. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: additional information: the reported event of ¿needle broken during surgery and stuck in the suture passer¿ is confirmed. The returned used device was evaluated for spsmi-02ap, and ip-000-998 and found the needle broken off and still attached at smi-02ap device. Device failed all function test per ip-000-998. The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. A device history record review could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 43,830 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised that if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. The IFU also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.